Event description:
It was reported by the customer that on (B)(6) 2010 the fiber broke into three pieces inside of the pt during a bronchoscopy procedure. Also, it was reported that the fiber pieces were retrieved successfully. No pt injury was reported. The device was not returned for eval.